Event description:
Reporter indicated that a system diagnostic test showed high lead impedance. The physician stated that he is unwilling to provide additional info.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.